Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. No additional information is available. If further details are received at a later date a supplemental medwatch will be sent. Patient's first event reported via mw. Patient's second event reported via mw # 2210968-2021-06871. Patient's third event reported via mw # 2210968-2021-06872.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and the suture was used. During surgery, the problem of pulling off suture needle occurred . A like device was used to complete the surgery. There were no adverse patient consequences reported.